Event description:
It was reported that the that the pump was pump was set to administer a set volume however after the infusion the bag reservoir appeared to be full. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.